Manufacturer narrative:
Results: the returned benchmark was kinked at approximately 45.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed a kink at its mid-shaft. If the benchmark is forcefully manipulated at extreme angles outside the patient body, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the benchmark became broken. The patient was still treated. No additional information is available.